Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the guidewire was unable to pass through the dilator. It was noted that the lumen was blocked. Therefore, the physician decided to replace the sgc. There was no clinically significant delay in the procedure.

Event description:
It was reported that during preparation, the guidewire was unable to pass through the dilator. It was noted that the lumen was blocked. Therefore, the physician decided to replace the sgc. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. Abbott will continue to trend the performance of these devices.